Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The patient alleged that the infusion device was delivering an inaccurate amount of insulin. The patient experienced elevated blood glucose levels. On (B)(6) 2016, the patient's blood glucose was within her normal range of 100 - 200 mg/dl. After breakfast, her blood glucose began rising. Patient began feeling nauseous and lethargic. She programmed boluses and was drinking water. Patient was unable to lower her blood glucose, meter reading was hi, which on the system indicates a result in excess of 600 mg/dl. Patient was driven to hospital where she was diagnosed with dka. Patient was taken off of pump and given IV insulin, name and type are unknown. Once patient blood glucose was stabilized, she was put back on the pump, but blood glucose again began rising. Patient went back into dka state and was taken to intensive care unit and put back on IV with insulin. Patient was hospitalized for total of 4 days. Serial number of the pump was not provided by the patient. The infusion device was requested to be returned for product evaluation.